Event description:
Customer reported a malfunction alarm with a code that indicated no prior notable events occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support if the issue happened again, which was understood and acknowledged.